Manufacturer narrative:
The customer indicated the use of an unspecified cartridge and an unspecified handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicates products met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A materials manager reported during an intraocular lens (iol) implant procedure, the lens was opened, implanted, and removed because the haptic would not unfold. The patient was left aphakic. Additional information was requested.